Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/27/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens is cut; there are multiple marks on the pieces of lens returned that are most probably related to the lens removal. Since the lens was handled for lens insertion preparation and eventually inserted the damages observed could not be confirmed to be associated to the manufacturing process. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation requests (irs) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model z9002 +25.0 diopter) was explanted from patient¿s right eye because of patient experiencing residual refractive error - blurry. There was no incision enlargement, no sutures and no vitrectomy required. Patient was doing well. No further information provided.